Event description:
Nidek was not formally notified by the FDA with a letter based on maude event report, the report (B)(4) stated a pt had lasik procedure with ec-5000 excimer. Laser in 2000. Per the maude event report, lasik procedure performed in 2000. In 2006, eyes went "bad" due to thin corneas. Loss of corrected sight. Diagnosed with post-lasik keratoconus or as the pt stated "lasik induced thinning of corneas keratoconus." Prescribed gas permeable contact lenses that are very uncomfortable to wear due to surgery. Pt sought out medical intervention. Medical intervention is currently required for the pt.

Manufacturer narrative:
Add'l investigation by nidek inc. Concludes that "we provide necessary info and training to surgical doctors to prevent adverse events." "Based on the info presented, we are unable to determine the root cause of this injury," and "if further info is rec'd, we will submit a f/u." Nidek co., ltd. Asked nidek inc. For add'l investigation. Since nidek co., ltd also could not have further info to perform add'l investigation as a MFR, we are unable to determine the root cause of the injury. If further info is rec'd, we will submit a f/u report.